Manufacturer narrative:
The report received from the field indicated that while preparing for a percutaneous coronary intervention (pci), when the physician was pulling the cypher 2.25 x 13 mm stent delivery system (sds) from the plastic dispenser coil, the sds became stuck/hung-up. When the physician's scrub assistant straightened the sds, the shaft broke into two pieces. The product was not clinically used in the patient. There was no reported patient injury. No additional information was provided, the product was returned for analysis. (B)(4): the product was returned for inspection. One non sterile cypher us rx 2.25 x 13 was received coiled inside of a plastic bag. The hypo tube was separated in two parts at 42.6 cm from distal end, the proximal part of the device presented no visual anomaly, the distal part presented two kinked condition at 10.3 cm and 23.4 cm from distal end. The stent was in its original location and presented no visual damage, the balloon was in good condition, apparently was not inflated or attempted to be inflated. The coil dispenser involved was not returned for analysis. No other anomaly was noted in the received unit. The separated ends were inspected under a microscope and it was observed that the hypotube plastic was torn, so it is determined that the hypotube was separated by an excessive force since there was no cutting evidence. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of body/shaft separated was confirmed through failure analysis. Review of the analysis and the reported information suggests that user handling may have contributed to the separated shaft, as the scrub tech attempted to straighten the stent delivery system. The complaint of removal difficulty could not be confirmed as the device was returned in two pieces and the hoop was not returned with it. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related since the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported, therefore no actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that while preparing for a percutaneous coronary intervention (pci), when the physician was pulling the cypher 2.25 x 13 mm stent delivery system (sds) from the plastic dispenser coil, the sds became stuck/hung-up. When the physician's scrub assistant straightened the sds, the shaft broke into two pieces. The product was not clinically used in the patient. There was no reported patient injury. No additional information was provided.